Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient had some increased weakness. The reporter stated the patient was on ¿just a little too much baclofen more than they need.¿ it was noted the patient¿s healthcare professional (hcp) wanted to decrease the dose back to what it was last week before it was increased. It was further noted the dose was increased from 8.5 ug/d to 9.225 ug/d. The pump contained gablofen (baclofen). Additional information was requested, but was not available as of the date of this report.